Manufacturer narrative:
B4: (B)(6) 2021. The device was returned to the regional repair bench and the technician reviewed the event log and confirmed the reported error code. The repair bench was unable to duplicate the alarm condition and the device passed performance verification testing. No replacement parts were required. Following the evaluation, the device was placed back into service.

Manufacturer narrative:
Date of report: 30jun2021.

Event description:
It was reported to philips that the device had a low leak-co2 rebreathing risk alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.